Event description:
It was reported that during device interrogation, stored ams episodes were obtained. Episodes were considered inappropriate by the physician. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.